Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
Prior to the onset of a cardiopulmonary bypass procedure, the user reported the central control monitor displayed the error message: "system computer needs service". When the perfusion screen was displayed, there was a "?" On the arterial pressure module icon. All module led's were green, except for the flow meter module which was yellow. The heart lung console was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.